Event description:
It was reported that during a right side a-flutter procedure, the catheter's curve would not straighten properly. The physician pulled the catheter out and tried to correct the curve without success. The catheter was switched for a new one and the procedure completed without injuries. On (B)(4) 2012, the catheter was received in the lab and visual inspection revealed that the tip of the catheter had char between the tip dome and electrode ring # 1 making this complaint reportable.

Manufacturer narrative:
(B)(4). For the char condition founded, the catheter was tested and it passed electrical, temperature and stockert generator tests. Also, the catheter was evaluated for deflection characteristics and it was within specifications; the tip was observed to be tilted, however, during the deflection evaluation, this was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to these failure modes. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.